Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("pregnancy ending in spontaneous abortion") in a 39-year-old female patient (gravida 5, para 4) who had essure (batch no. 796911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included anovlar (loestrin) since (B)(6) 2014, anovlar (microgestin) since (B)(6) 2011, ibuprofen, norethisterone (micronor) since (B)(6) 2011, norlestrin fe (junel fe) since (B)(6) 2011, paracetamol (tylenol) and vitamins. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, 2 months 29 days after insertion of essure, the patient experienced device expulsion ("migration of essure device: uterus"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (endometrial ablation ((B)(6) 2016) due to complications from the essure). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstruation irregular, device expulsion, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: (B)(6) 2011, micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: positive ultrasound scan vagina - on (B)(6) 2016: see other diagnostics (B)(6) 2011: hysterosalpingogram revealed unilateral occlusion (right tube occluded). Left essure device had migrated. Expulsed left essure implant with a normal appearing patent left fallopian tube with free spill into the pelvis. Occluded tight fallopian tube by an essure implant. (B)(6) 2016, us pelvic trans abdominal and transvaginal revealed endometrium measures 12.6 mm in thickness and mildly heterogeneous throughout. Correlate to phase of menses. Uterus and bilateral ovaries unmarkable. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine haemorrhage, pregnancy with contraceptive device, menorrhagia and device expulsion." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. Reporter information was updated. Her demographic was updated. Lab data was added. Essure lot number was added. Essure was ongoing at the time of the report. Essure indication was amended. Her concomitant medications were added. Up on receiving follow up: event: abnormal uterine bleeding incident category was changed to incident (previously reported as other event) and event: migration of essure device: uterus) is other event (previously reported as incident) respectively. Per plaintiff fact sheet following events: pregnancy with contraceptive device, device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("spontaneous abortion") in a 39-year-old female patient (gravida 5, para 4) who had essure (batch no. 796911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included anovlar (loestrin) since (B)(6) 2014, anovlar (microgastrinae) since (B)(6) 2011, ibuprofen, norethisterone (micronor) since (B)(6) 2011, norlestrin fe (june fe) since (B)(6) 2011, paracetamol (tylenol) and vitamins. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, 2 months 29 days after insertion of essure, the patient experienced device expulsion ("migration of essure device: uterus"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (endometrial ablation ( (B)(6) 2016) due to complications from the essure). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstruation irregular, device expulsion, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: (B)(6) 2011, micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: positive ultrasound scan vagina - on (B)(6) 2016: see other diagnostics (B)(6) 2011: hysterosalpingogram revealed unilateral occlusion (right tube occluded). Left essure device had migrated. Expulsed left essure implant with a normal appearing patent left fallopian tube with free spill into the pelvis. Occluded tight fallopian tube by an essure implant. (B)(6) 2016, us pelvic trans abdominal and transvaginal revealed endometrium measures 12.6 mm in thickness and mildly heterogeneous throughout. Correlate to phase of menses. Uterus and bilateral ovaries unmarkable. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine haemorrhage, pregnancy with contraceptive device, menorrhagia and device expulsion." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("spontaneous abortion") in a 39-year-old female patient (gravida 5, para 4) who had essure (batch no. 796911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included anovlar (loestrin) since (B)(6) 2014, anovlar (microgestin) since (B)(6) 2011, ibuprofen, norethisterone (micronor) since (B)(6) 2011, norlestrin fe (junel fe) since (B)(6) 20141, paracetamol (tylenol) and vitamins. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 24 days after insertion of essure, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device: uterus"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (endometrial ablation (B)(6) 2016) due to complications from the essure). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menstruation irregular, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: 08feb2011, micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: positive. Ultrasound scan vagina - on (B)(6) 2016: see other diagnostics (B)(6) 2011: hysterosalpingogram revealed unilateral occlusion (right tube occluded). Left essure device had migrated. Expulsed left essure implant with a normal appearing patent left fallopian tube with free spill into the pelvis. Occluded tight fallopian tube by an essure implant. (B)(6) 2016, us pelvic trans abdominal and transvaginal revealed endometrium measures 12.6 mm in thickness and mildly heterogeneous throughout. Correlate to phase of menses. Uterus and bilateral ovaries unmarkable. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine haemorrhage, pregnancy with contraceptive device, menorrhagia and device expulsion." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received. Following events added: psychological or psychiatric problems condition: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abortion spontaneous ("pregnancy ending in spontaneous abortion") and uterine haemorrhage ("abnormal uterine bleeding.") In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (endometrial ablation due to complications from the essure). At the time of the report, the device dislocation, uterine haemorrhage and menstruation irregular outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, menstruation irregular and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.